Event description:
It was reported that after completion of the procedure in the operating room, the 9900 system was moved to radiology and lost images for two separate cases. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.